Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 19th october 2010 and performed to specification up to the (B)(6) 2016. The device was power cycled approximately every 3 months at approximately the same time, this would suggest the user was regularly power cycling the device. An increase in voltage suggests a further pad-pak was installed during this time. The device records a manual power ups of 10 minutes duration between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in sect this report.